Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all light emitting diodes (leds) were out on the main full height drawer 6. A field service engineer replaced the pyxis module controller board, and the half height drawer controller printed circuit board assembly. The drawer position was reassigned. The hardware test application test passed successfully, and the customer tested the drawer with no issues reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 6 was not detected on bus and controller board had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.